Event description:
It was reported that multiple occlusion alarms occurred. Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 597 mg/dl and a high ketone level identified as life threatening by healthcare provider. Reportedly, the customer had a heart attack due to the issue. The customer performed a supply change and delivered a manual injection prior to going to the ER to address bg and the occlusion. Customer was treated with intravenous fluids of saline and insulin while in the hospital which reportedly resolved the issue. At the time of the report with tandem technical support there was no additional information available and the customer was still admitted to the hospital. Additionally is was reported that an auto off alarm occurred, tandem technical support educated the customer on the reason for the alarm and that it will occur when the pump has not been interacted with for a period of time and will suspend insulin delivery, the customer acknowledged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.